Event description:
It was reported that during use on the patient cs300 intra aortic balloon pump(iabp), reported a spontaneous shutdown. There was no harm or injury reported.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields : b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. Corrected fields: d1. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue and attempted to unhooking of multiple unit systems before power up attempt to isolate over-drawn power source. The fse replaced the power supply and solenoid driver board. Once repaired, the unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Installed part and tested the power supply to factory specifications per the cs300 service manual. The power supply passed testing with no trouble found. The fat dept. Then installed solenoid driver into the cs300 test fixture and tested the solenoid driver to factory specifications per the cs300 service manual, with the solenoid driver installed the cs300 would not start up. The solenoid driver board failed testing, and the probable cause of the unexpected shut down.